Event description:
When plugged into power, the unit began to smoke and a burnt smell was noted.======================manufacturer response for smart pump tourniquet (per site reporter).======================the unit is a loaner belonging to a sales representative. It will be returned, and the sales representative will be notified of the incident.